Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead was reprogrammed an remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was capped and replaced.